Event description:
In 2009, the patient called for assistance in priming the insulin cartridge of her infusion device. During the call, she noticed an air bubble in the cartridge. She completed the cartridge change process and successfully primed the air bubble out before reconnecting to her device. She stated that as a result of not getting the insulin to flow, she had an elevated blood glucose reading of 484 mg/dl. Symptoms are frequent urination and dry mouth and she treated her reading by injecting 4 units of insulin. During troubleshooting, the patient stated she does not allow her insulin cartridges to reach room temperature prior to inserting them into her device. She was advised to do so. She said she does not adjust the piston rod and was educated on doing this. On follow up with the patient 2 days later, she stated her blood glucose has returned to her normal range with her reading this morning being 99 mg/dl and her reading at 3:18 pm being 86 mg/dl. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.